Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B94873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus. Current weight 170 lbs. Concurrent conditions included obesity and hypothyroidism. Concomitant products included ethinylestradiol;levonorgestrel (nordette), levothyroxine sodium (synthroid) and metformin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("allergy: nickel"), rash pruritic ("rash/skin condition-itchy skin rash on hands, arms and face"), dysgeusia ("metallic taste in mouth"), abdominal discomfort ("gi conditions-stomach discomfort/discomfort") and abdominal distension ("stomach bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced genital haemorrhage ("general abnormal bleeding/abnormal bleeding (general),"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),"), migraine ("migraine,"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2016, the patient experienced alopecia ("hair loss"). In february 2018, the patient experienced uterine pain ("pulsating pain in uterus"). In (B)(6) 2018, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced tooth fracture ("dental problems-filling came out tooth broken"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary"), bladder disorder ("bladder /urinary") and menstruation irregular ("irregular periods") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, hormone level abnormal, headache, vaginal haemorrhage and menstruation irregular outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, rash pruritic, tooth fracture, fatigue, uterine pain, alopecia, migraine, weight increased, dysgeusia, urinary tract disorder, bladder disorder, dysmenorrhoea, abdominal discomfort and abdominal distension had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, rash pruritic, tooth fracture, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-five tubes were identified in both left and right tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: b94873 manufacturing date: 2013-11. Expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B94873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus. Current weight 170 lbs. Concurrent conditions included overweight and hypothyroidism. Concomitant products included ethinylestradiol;levonorgestrel (nordette), levothyroxine sodium (synthroid) and metformin. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("allergy: nickel"), rash pruritic ("rash/skin condition-itchy skin rash on hands, arms and face"), dysgeusia ("metallic taste in mouth"), abdominal discomfort ("gi conditions-stomach discomfort/discomfort") and abdominal distension ("stomach bloating") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced genital haemorrhage ("general abnormal bleeding/abnormal bleeding (general),"), pelvic pain ("pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),"), migraine ("migraine,"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced uterine pain ("pulsating pain in uterus"). In (B)(6) 2018, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced tooth fracture ("dental problems-filling came out tooth broken"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary"), bladder disorder ("bladder /urinary") and menstruation irregular ("irregular periods") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, hormone level abnormal, headache, vaginal haemorrhage and menstruation irregular outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, rash pruritic, tooth fracture, fatigue, uterine pain, alopecia, migraine, weight increased, dysgeusia, urinary tract disorder, bladder disorder, dysmenorrhoea, abdominal discomfort and abdominal distension had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, rash pruritic, tooth fracture, urinary tract disorder, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-five tubes were identified in both left and right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs+mr received- lot number were added. New event abnormal bleeding (vaginal), dysmenorrhea (cramping), pulsating pain in uterus, stomach bloating, irregular periods were added. Event allergic rash updated to rash pruritic. Event dental problems updated to tooth fracture. Event gi conditions updated to stomach discomfort. Outcome of tooth fracture, dysmenorrhoea, fatigue, stomach discomfort, migraine, weight gain, hair loss updated to recovered / resolved. New reporters, medical history, height, weight, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: nickel"), dermatitis allergic ("rash/skin condition"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine,"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), urinary tract disorder ("urinary") and bladder disorder ("bladder /urinary") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, tooth disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, dermatitis allergic, dysgeusia, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dermatitis allergic, device dislocation, dysgeusia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- migration, dysmenorrhea (cramping), pelvic / abdominal, back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), allergy nickel, rash/skin condition, dental problems, fatigue, gi conditions, hair loss, hormonal changes, migraine, headaches, weight gain, metallic taste in mouth. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.